Manufacturer narrative:
(B)(4). Batch # l55h1d. The sc60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (red knife reverse switch, etc.)? How was the device removed (cut out, etc.)? Did the jaws eventually open? When the device locked during the stapling, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device locked during the stapling, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the product code of the cartridge (gst60w, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a rectosigmoidectomy procedure, the device locked during the stapling. The jaw didn't open and the blade didn't run. There were some attempts made to open the jaw, but without success. The device was replaced with a different articulating linear cutter to complete the procedure. There were no adverse consequences for the patient.